Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4), following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician was attempting to use a nanocross pta balloon catheter to treat a peripheral lesion. It was reported that the balloon would not deflate. The balloon was partially deflated at some point during the procedure. No patient complications were reported. Evaluation summary: the nanocross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The catheter balloon material was in post-inflation profile; it was not tight-wrapped or winged. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed. A 0.014 test guidewire was loaded through the distal tip with ease. A 10cc water filled syringe was attached to the balloon luer lock on the y-manifold, a vacuum was pulled and then the balloon was inflated. The center lumen in the balloon chamber is serpentine: usually associated with over-inflation of the balloon stretching the center lumen. The y-manifold inflation lumen interface was examined: no abnormalities or defects were noted. The proximal balloon bond was examined. The strain relief was removed: no abnormalities or defects were noted. During examination the inflation lumen was severed at the y-manifold. The balloon remained inflated indicating that the obstruction is distal the y-manifold.